Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The proximal segment of the lead was returned, analyzed, and, no anomalies were found. It was noted that the outer insulation had a cosmetic depression.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed, and, no anomalies were found. It was noted that the outer insulation had a cosmetic depression. Performance data was collected from the device and analyzed. Analysis of the data revealed there was a resistance/impedance increase. The s2d data file (B)(4) shows atrial lead impedance increase from 756 to open max ohms between (B)(4) 2012. The atrial impedance at implant equaled 616 ohms. And the atrial lifetime impedance max/min equaled open/662 ohms.

Event description:
It was reported that the lead had increased threshold, non-capture and increased impedance. It was also reported that the lead was fractured. The lead was partially explanted, capped, and replaced. No patient complications have been reported as a result of this event.